Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6)2019. The device passed suction and cycle specifications. Additional testing was performed and the pump met specifications after three additional test cycles. The customer's parts, minus the 27mm breast shields, were used for all vacuum tests. It was identified in the product evaluation there was residue on the 27mm breast shields. Refer to attached product evaluation. The customer's report of low suction is plausible.

Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she developed mastitis on (B)(6) 2019, for which she was prescribed an antibiotic, and thrush on (B)(6) 2019, for which she was prescribed fluconazole, which she was still taking. She indicated that the replacement pump was making a clicking noise when at "max power" and when increasing the vacuum level, the pump "acts like it will increase suction, but then goes back down." The customer was encouraged to reach out to customer service regarding the issue with the replacement pump. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump was having motor issues in that the vacuum did not increase when the level was adjusted upwards, despite having changed the membranes. As a result, she indicated that she cannot empty her breasts and further alleged that she had mastitis and thrush, for which she was prescribed an antibiotic.